Event description:
A malfunction alarm, identified as "malf 16," was reported without any notable prior events. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer confirmed understanding of how to put the pump into storage mode and agreed to return the malfunctioning pump with a pre-paid label within ten days. Meanwhile, the customer opted to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.